Event description:
The customer reported that the multigas unit was not giving co2 readings.

Manufacturer narrative:
Details of complaint: the customer reported that the multigas unit was not giving co2 readings. The cables were swapped, but the issue persisted. No patient harm was reported. Investigation summary: the customer was provided with an exchange. The root cause is determined to be component failure. The sensor needed replacing. The sensor is a replaceable component, where the longevity is dependent upon the following factors: instrument and parts must undergo regular maintenance inspection at least every 6 months. If stored for extended periods without being used, make sure prior to operation that the instrument is in perfect operating condition. Water trap should be replaced every 4 weeks or as indicated on the device. Ensuring the environment is optimal as described in the operator's manual.

Manufacturer narrative:
The customer reported that their multigas unit is not showing co2 readings. Cables were swapped and the issue persisted. No harm or injury was reported. They will be sending this unit in for an exchange. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their multigas unit is not showing co2 readings.